Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of seroma(late) and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "positive for bia-alcl," "developed pain and inflammation in her breast tissue¿ and ¿a pocket of fluid around her breast tissue,¿ and "emotional distress, mental anguish¿ due to concern with the product.

Event description:
Patient representative reported patient ¿developed pain and inflammation in [their] breast tissue. Patient went to emergency room. Doctors at the hospital felt ¿a pocket of fluid around [patient¿s] breast tissue,¿. Blood tests were then performed, which ¿were ¿positive for bia-alcl¿. Patient representative additionally reported ¿¿pain and suffering¿, ¿emotional distress, [and] mental anguish¿. Affected side is unknown. Pathological markers confirming alcl have not been received. Device remains implanted.